Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that the were experiencing poor coupling again. The patient noted that when they last reported poor coupling the adhesive discs had helped resolve the issue. Antenna locate yielded 8 coupling boxes but it soon went back down to 4 and the recharger was showing the poor coupling screen. It was noted that the ins recharger antenna was damaged, and a new antenna was sent to the patient. The patient reported that the ins moves around in the pocket and that it felt they felt sharp pains like they were getting stabbed in the back at their ins site. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they needed to have their device checked by their he althcare provider (hcp) to resolve the implantable neurostimulator (ins) moving around in the pocket and sharp pains at the ins site. The patient reported that the replacement of the ins recharger antenna did resolve the poor coupling, and that it works fine. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get any coupling boxes and the ins turned off by itself. Patient used the programmer and verified stimulation was off and they were able to turn it back on. Device showed 75% charged. Patient stated they had no falls or trauma . Patient stated they have been able to charge just fine however started having problems with getting coupling before. When patient met with the manufacturer representative on (B)(6) 2017 they were not having issues with charging at the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they spoke with a manufacturer representative who gave them some recommendations. The patient tried the adhesive discs that were sent to them and stated that they worked. The patient redid the strap and started charging with an upward movement of the contact unit. It was reported that the issue of poor coupling and the device shutting off on its own was resolved. However, the patient still didn¿t know why the device was shutting off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) had only shut off once since their initial report. The reason for the ins shutting off was still unknown. The patient stated that the issue of poor coupling had been resolved after speaking with a manufacturer representative and receiving adhesive discs. No further complications were reported or anticipated.